Manufacturer narrative:
Additional information: balloon, catalog #: 72402105, expiration date: 2/24/2014, serial #: (B)(4). Pump, catalog #: 72402287, expiration date: 3/16/2014, serial #: (B)(4).

Event description:
It was reported that during a retropubic sling implant, a component of the acticon bowl sphincter was damaged. A revision surgery was performed to remove and replace the balloon and pump. No patient complications were reported in relation to this event.